Event description:
It was reported that during deployment in the brachial vein, the stent graft catheter broke 3 cm distal to the handle and the stent graft could not be deployed. Reportedly, the inner catheter was still intact and the stent graft and delivery system were removed from the pt and another stent graft was implanted without incident. The pt was reported to be doing fine post-procedure.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. Neither the device nor images were returned for evaluation. Based on available information, the results of the investigation are inconclusive and the root cause is unk. The instructions for use (IFU) states: the stent graft lumen must be flushed before introduction of the delivery system. The application reported represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established.